Event description:
It was reported to vyaire medical that the 6850 - mask, anes, flex, adult size 5, top vlv wouldn't fill up with air and little pieces broke off into the chamber. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.